Event description:
Information received by medtronic indicated that the customer reported sensor glucose vs blood glucose and the customer experienced hyperglycemia and hypoglycemia episodes. The customer had experienced high blood glucose event value of 400 mg/dl. The hyperglycemia was treated with a manual injection and hypoglycemia was treated with carb intake. The blood glucose value was 231 mg/dl and the sensor glucose value was 110 mg/dl. Troubleshooting was performed. The insulin pump auto mode/smart guard feature was active at the time of the high blood glucose event. The pump was in use within 48 hrs of the high blood glucose event reported and unknown for low blood glucose. No further patient complications were reported. It was unknown whether the customer will continue to use the device. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.